Event description:
Microvasive radial jaw biopsy forceps used during endoscopy with biopsy procedure. After opening the forceps, the connector wires were protruding preventing use of the biopsy forceps. The device was removed intact in the scope. No harm to pt.